Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) showing electrical test fail # 35. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(health effect - clinical, type of investigation, investigation findings, component, investigation conclusions), h11. A getinge field service engineer(fse) checked the machine on system trainer and found the display was freeze and restart after 15 min and technical error #35 coming then further check the machine and found the main board could be defective. Replaced the main board (d670-00-0788) then check the machine and found machine is working ok. All pneumatic tests are passed. All functions and parameters are working properly. Machine handover to user for clinical use.